Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone that they customer was hospitalized on (B)(6) 2020 due to high blood glucose level and was treated with insulin infusion and insulin drip. The customers blood glucose level was 530 mg/d. The device will not returned for analysis.